Manufacturer narrative:
(B)(4). The complaint mr290v humidification chamber is currently en route to fisher & paykel healthcare (B)(4) for further investigation. We will provide a follow up report upon the completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a distributor that a mr290 humidification chamber dome had a crack. There was no reported patient consequence.

Manufacturer narrative:
Ps302291 method: the complaint mr290 vented autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand for investigation. The chamber was visually inspected for the reported damage. Results: visual inspection of the complaint mr290 chamber revealed a crack line at the neck of one inlet port. Whitening of dome material was observed near the crack line. An unknown adaptor was also connected to the inlet port with the observed crack. Conclusion: the cause of the damage to the chamber dome is unknown. However from the cracking pattern, the crack was most likely to be caused by external mechanical force. Where the force also caused elongation of dome material and subsequently the change of colour (from clear to white). Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in japan reported via a distributor that a mr290 humidification chamber dome had a crack. There was no reported patient consequence.